Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged te, "adjust belt" messages, "check therapy pad" messages) has been confirmed. As received, the belt failed incoming testing, specifically the te recognition test. Upon evaluation, there was an open white pulse wire in the trunk cable. The cause of the test failure and the reported alarms is the open pulse wire. The root cause of the open pulse was excessive force placed on the cable. No adverse event resulted from the defective belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had a damaged therapy electrode and that a patient was receiving "adjust belt" and "check therapy pad" messages.